Event description:
It was reported via phone call that insulin pump was stolen while at the lake. It was reported that insulin pump was found and warranty information was requested. Caller was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Insulin pump received with button error alarm and no button response due to corroded keypad traces. Pump received with cracked case at display window corner, minor scratched display window and missing end cap sticker.